Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous low blood glucose (bg); value not provided. Reportedly, customer's healthcare provider instructed customer to adjust pump basal rates to resolve low bg. Customer declined to provide additional information. Recommendation was made to consult with healthcare provider regarding diabetes management.